Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, a cuff miss occurred. A second device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Inspection of the returned device revealed that the link was detached at the swage end of the posterior cuff during the needle plunger retraction which could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date of occurrence, the exact date was reportedly one week ago.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the other device referenced is being filed under a separate medwatch MFR number.